Event description:
Reporter alleged blood glucose results of 200 mg/dl, 100 mg/dl, and 50 or 60 mg/dl were obtained back-to-back on the compact system. No symptoms, treatment, or action based on the results were reported. No serious adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.